Manufacturer narrative:
Correction to evaluation results code grid.

Manufacturer narrative:
Correction to evaluation results code grid.

Event description:
It has been reported that the device is failing self-test.